Event description:
It was reported that during an implant attempt, the device setscrew for the atrial port was observed to be threaded as far as it could be clockwise and visible in the bore, but counter-clockwise attempts could not "get a bite on the threads" to back the setscrew out. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found. A rounded set screw socket was noted.